Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced asthenia ("asthenia"), chest pain ("right basithoracic pain"), dyspnoea ("dyspnea"), palpitations ("palpitations"), tremor ("tremors") and adenomyosis ("uterine adenomyosis") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered adenomyosis, asthenia, chest pain, dyspnoea, medical device removal, palpitations and tremor to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on 24-feb-2023. The most recent information was received on 23-may-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced asthenia ("asthenia"), chest pain ("right basithoracic pain"), dyspnoea ("dyspnea"), palpitations ("palpitations"), tremor ("tremors"), adenomyosis ("uterine adenomyosis"), headache ("headache"), arthralgia ("joint pain"), epistaxis ("nosebleed"), vomiting ("vomiting"), amnesia ("memory loss"), eczema ("infected external ear canal eczema"), plicated tongue ("fissured tongue"), gastrooesophageal reflux disease ("gastroesophageal reflux"), vitamin b12 deficiency ("the physician suspected b12 vitamin deficiency") and pain in extremity ("the patient had both hands, wrists and both feet radiography because of pain") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total hysterectomy). At the time of the report, the outcomes for medical device removal, asthenia, chest pain, dyspnoea, palpitations, tremor, adenomyosis, headache, arthralgia, epistaxis, vomiting, amnesia, plicated tongue, gastrooesophageal reflux disease and pain in extremity were unknown. The reporter considered adenomyosis, amnesia, arthralgia, asthenia, chest pain, dyspnoea, eczema, epistaxis, gastrooesophageal reflux disease, headache, medical device removal, pain in extremity, palpitations, plicated tongue, tremor, vitamin b12 deficiency and vomiting to be related to essure administration. The reporter commented: discrepancy information lawyer's reported the essure was inserted in (B)(6) 2009 and consumer reported it was inserted in (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-may-2023: events ear canal eczema, gastroesophageal reflux, fissured tongue b12 vitamin deficiency & pain in hand were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4) and (B)(4) on 24-feb-2023. The most recent information was received on 11-mar-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective") and device insertion failed ("octor did not inform the patient that he had failed to place the "essure" implant on the left side"). The patient had a medical history of vomiting, polyarthralgia and parity 3. Previously administered products included: mirena and estrogen nos;progesterone. Past adverse reactions to the above products included: device intolerance with mirena and drug intolerance with estrogen nos;progesterone. Concurrent conditions were listed as retroverted uterus, agitation and retroverted uterus. On (B)(6) 2009, the patient had essure inserted. In 2012 she experienced pregnancy with contraceptive device ("this led to a pregnancy"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), asthenia ("asthenia / asthenia soon after the procedure"), chest pain ("right basithoracic pain"), dyspnoea ("dyspnea"), palpitations ("palpitations"), tremor ("tremors"), adenomyosis ("uterine adenomyosis"), a first episode of headache ("headache"), arthralgia ("joint pain / multiple arthralgias (elbows, wrists, knees, ankles, toes, heels, forearm pain/ polyarthralgia"), epistaxis ("nosebleed"), vomiting ("vomiting / daily vomiting"), amnesia ("memory loss / immediate memory problems"), eczema infected ("infected external ear canal eczema"), plicated tongue ("fissured tongue"), gastrooesophageal reflux disease ("gastroesophageal reflux"), vitamin b12 deficiency ("the physician suspected b12 vitamin deficiency"), pain in extremity ("the patient had both hands, wrists and both feet radiography because of pain"), neck pain ("neck pain"), genital haemorrhage ("spontaneous bleedings"), dizziness ("dizziness"), purpura ("diffuse purpura"), ear, nose and throat disorder ("ent problem"), heavy menstrual bleeding ("menorrhagia"), loss of libido ("loss of libido"), myalgia ("muscular pain in the 2 forearms"), a second episode of headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), tinnitus ("tinnitus") and dyspepsia ("digestive disorders"). The patient was treated with surgery (total hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the vomiting and pain in extremity had not resolved. The outcomes for pelvic pain, asthenia, chest pain, dyspnoea, palpitations, tremor, adenomyosis, arthralgia, epistaxis, amnesia, plicated tongue, gastrooesophageal reflux disease, neck pain, genital haemorrhage, dizziness, purpura, ear, nose and throat disorder, heavy menstrual bleeding, loss of libido, myalgia, tinnitus and the last episode of headache were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered adenomyosis, amnesia, arthralgia, asthenia, chest pain, dizziness, dysmenorrhoea, dyspepsia, dyspnoea, ear, nose and throat disorder, eczema infected, epistaxis, gastrooesophageal reflux disease, genital haemorrhage, the first episode of headache, the second episode of headache, heavy menstrual bleeding, loss of libido, myalgia, neck pain, pain in extremity, palpitations, pelvic pain, plicated tongue, pregnancy with contraceptive device, purpura, tinnitus, tremor, vitamin b12 deficiency and vomiting to be related to essure administration. The reporter commented: discrepancy information lawyer's reported the essure was inserted in (B)(6) 2009 and consumer reported it was inserted in (B)(6) 2007 .autoimmune thrombocytopenic purpura secondary to primary cmv infection, favorable course with 2 platelet packed red blood cells transfusion, corticosteroid therapy and immunoglobulin infusion. No recurrence of hemorrhage and platelets returned to normal. According to the expert, the absence of control visit on the part of the patient meant that she could not be re-informed of the failure of the procedure (one single implant) and the necessity to continue another contraception to avoid the pregnancy. According to the patient, essure was responsible of her current health status. According to the expert, the occurrence of essure-related adenomyosis is highly debatable and considered it unrelated. The relationship between the essure and the general symptoms was probable but the direct and certain relationship had not been established or proven and their occurrence could not therefore be considered as damage or imputed to the bayer. Placement of a single essure on the right because of technical impossibility on the left due to significant uterine retroversion explained the failure of the technique. Essure did not have any immediate consequences, as it was carried out in 2009, and the general symptoms appeared in 2018 (asthenia) or 2020 (adenomyosis), for which it was difficult in both cases to establish a definite direct and exclusive imputability given the delay between the insertion and the occurence of the symptoms, according to the commission, the doctor did not inform the patient that he had failed to place the "essure" implant on the left side and that, as a result, the operation had only achieved incomplete sterilization which led to a pregnancy on (B)(6) 2022, iron at 59 for a chronic toxicity threshold of 44, tin at 1.97 for a threshold of 1.40 on (B)(6) 2018, she was hospitalized. Secondary autoimmune thrombocytopenic purpur. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. [Magnetic resonance imaging pelvic] on (B)(6) 2020: one device on the right and non on the left. Presence of uterine adenomyosis [pathology test] (dates unknown): cervical epidermoid dystrophy, uterine adenomyosis, no malignancy. Samples taken from the tube revealed a resorptive macrophagic granuloma with multinucleated giant cells, also favoring pigmentary debris. Samples taken from the left horn showed no granuloma. And based on literature, the longer the exposure to tin, the greater the number of symptoms other than gynaecological ones and the more difficult they are to disappear, even after the essures have been removed [ultrasound scan] on (B)(6) 2017: no abnormality revealed that could explain the signs; on (B)(6) 2022: the right shoulder was carried out, which concluded that there was moderate subacromial-deltoid bursopathy associated with incipient tendinopathy of the supraspinatus concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records.. Digestive disorders. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: new event complication of device insertion added. Medical history (retroverted uterus) added. Reporter causality comment updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on 24-feb-2023. The most recent information was received on 11-mar-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of vomiting, polyarthralgia and parity 3. Previously administered products included: mirena and estrogen nos;progesterone. Past adverse reactions to the above products included: device intolerance with mirena and drug intolerance with estrogen nos;progesterone. Concurrent conditions were listed as agitation and retroverted uterus. On (B)(6) 2009, the patient had essure inserted. In 2012 she experienced pregnancy with contraceptive device ("this led to a pregnancy"). Essure was removed on (B)(6) 2021. On unknown date she experienced pelvic pain (seriousness criterion intervention required), asthenia ("asthenia / asthenia soon after the procedure"), chest pain ("right basithoracic pain"), dyspnoea ("dyspnea"), palpitations ("palpitations"), tremor ("tremors"), adenomyosis ("uterine adenomyosis"), a first episode of headache ("headache"), arthralgia ("joint pain / multiple arthralgias (elbows, wrists, knees, ankles, toes, heels, forearm pain/ polyarthralgia"), epistaxis ("nosebleed"), vomiting ("vomiting / daily vomiting"), amnesia ("memory loss / immediate memory problems"), eczema infected ("infected external ear canal eczema"), plicated tongue ("fissured tongue"), gastrooesophageal reflux disease ("gastroesophageal reflux"), vitamin b12 deficiency ("the physician suspected b12 vitamin deficiency"), pain in extremity ("the patient had both hands, wrists and both feet radiography because of pain"), neck pain ("neck pain"), genital haemorrhage ("spontaneous bleedings"), dizziness ("dizziness"), purpura ("diffuse purpura"), ear, nose and throat disorder ("ent problem"), heavy menstrual bleeding ("menorrhagia"), loss of libido ("loss of libido"), myalgia ("muscular pain in the 2 forearms"), a second episode of headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), tinnitus ("tinnitus") and dyspepsia ("digestive disorders"). The patient was treated with surgery (total hysterectomy bilateral salpingectomy). At the time of the report, the vomiting and pain in extremity had not resolved. The outcomes for pelvic pain, asthenia, chest pain, dyspnoea, palpitations, tremor, adenomyosis, arthralgia, epistaxis, amnesia, plicated tongue, gastrooesophageal reflux disease, neck pain, genital haemorrhage, dizziness, purpura, ear, nose and throat disorder, heavy menstrual bleeding, loss of libido, myalgia, tinnitus and the last episode of headache were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered adenomyosis, amnesia, arthralgia, asthenia, chest pain, dizziness, dysmenorrhoea, dyspepsia, dyspnoea, ear, nose and throat disorder, eczema infected, epistaxis, gastrooesophageal reflux disease, genital haemorrhage, the first episode of headache, the second episode of headache, heavy menstrual bleeding, loss of libido, myalgia, neck pain, pain in extremity, palpitations, pelvic pain, plicated tongue, pregnancy with contraceptive device, purpura, tinnitus, tremor, vitamin b12 deficiency and vomiting to be related to essure administration. The reporter commented: discrepancy information lawyer's reported the essure was inserted in (B)(6) 2009 and consumer reported it was inserted in (B)(6) 2007. Autoimmune thrombocytopenic purpura secondary to primary cmv infection, favorable course with 2 platelet packed red blood cells transfusion, corticosteroid therapy and immunoglobulin infusion. No recurrence of hemorrhage and platelets returned to normal. According to the expert, the absence of control visit on the part of the patient meant that she could not be re-informed of the failure of the procedure (one single implant) and the necessity to continue another contraception to avoid the pregnancy. According to the patient, essure was responsible of her current health status. According to the expert, the occurrence of essure-related adenomyosis is highly debatable and considered it unrelated. The relationship between the essure and the general symptoms was probable but the direct and certain relationship had not been established or proven and their occurrence could not therefore be considered as damage or imputed to the bayer. Placement of a single essure on the right because of technical impossibility on the left due to significant uterine retroversion explained the failure of the technique. Essure did not have any immediate consequences, as it was carried out in 2009, and the general symptoms appeared in 2018 (asthenia) or 2020 (adenomyosis), for which it was difficult in both cases to establish a definite direct and exclusive imputability given the delay between the insertion and the occurence of the symptoms, on (B)(6) 2022, iron at 59 for a chronic toxicity threshold of 44, tin at 1.97 for a threshold of 1.40 on (B)(6) 2018, she was hospitalized. Secondary autoimmune thrombocytopenic purpura due to a primary cytomegalovirus (cmv) infection was diagnosed. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. [Magnetic resonance imaging pelvic] on (B)(6) 2020: one device on the right and non on the left. Presence of uterine adenomyosis [pathology test] (dates unknown): cervical epidermoid dystrophy, uterine adenomyosis, no malignancy. Samples taken from the tube revealed a resorptive macrophagic granuloma with multinucleated giant cells, also favoring pigmentary debris. Samples taken from the left horn showed no granuloma. And based on literature, the longer the exposure to tin, the greater the number of symptoms other than gynaecological ones and the more difficult they are to disappear, even after the essures have been removed [ultrasound scan] on (B)(6) 2017: no abnormality revealed that could explain the signs; on (B)(6) 2022: the right shoulder was carried out, which concluded that there was moderate subacromial-deltoid bursopathy associated with incipient tendinopathy of the supraspinatus concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records.. Digestive disorders. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-mar-2024: mr received : event 'digestive disorders' added medical history added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4) on 24-feb-2023. The most recent information was received on 26-oct-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of parity 3. Previously administered products included: mirena. On (B)(6) 2009, the patient had essure inserted. In 2012 she experienced pregnancy with contraceptive device ("this led to a pregnancy"). Essure was removed in (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), asthenia ("asthenia"), chest pain ("right basithoracic pain"), dyspnoea ("dyspnea"), palpitations ("palpitations"), tremor ("tremors"), adenomyosis ("uterine adenomyosis"), a first episode of headache ("headache"), arthralgia ("joint pain"), epistaxis ("nosebleed"), vomiting ("vomiting"), amnesia ("memory loss"), eczema infected ("infected external ear canal eczema"), plicated tongue ("fissured tongue"), gastrooesophageal reflux disease ("gastroesophageal reflux"), vitamin b12 deficiency ("the physician suspected b12 vitamin deficiency"), pain in extremity ("the patient had both hands, wrists and both feet radiography because of pain"), neck pain ("neck pain"), genital haemorrhage ("spontaneous bleedings"), dizziness ("dizziness"), purpura ("diffuse purpura"), ear, nose and throat disorder ("ent problem"), heavy menstrual bleeding ("menorrhagia"), loss of libido ("loss of libido"), myalgia ("muscular pain in the 2 forearms") and a second episode of headache ("headaches"). The patient was treated with surgery (total hysterectomy). At the time of the report, the vomiting and pain in extremity had not resolved. The outcomes for pelvic pain, asthenia, chest pain, dyspnoea, palpitations, tremor, adenomyosis, arthralgia, epistaxis, amnesia, plicated tongue, gastrooesophageal reflux disease, neck pain, genital haemorrhage, dizziness, purpura, ear, nose and throat disorder, heavy menstrual bleeding, loss of libido, myalgia and the last episode of headache were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered adenomyosis, amnesia, arthralgia, asthenia, chest pain, dizziness, dyspnoea, ear, nose and throat disorder, eczema infected, epistaxis, gastrooesophageal reflux disease, genital haemorrhage, the first episode of headache, the second episode of headache, heavy menstrual bleeding, loss of libido, myalgia, neck pain, pain in extremity, palpitations, pelvic pain, plicated tongue, pregnancy with contraceptive device, purpura, tremor, vitamin b12 deficiency and vomiting to be related to essure administration. The reporter commented: discrepancy information lawyer's reported the essure was inserted in (B)(6) 2009 and consumer reported it was inserted in (B)(6) 2007. Autoimmune thrombocytopenic purpura secondary to primary cmv infection, favorable course with 2 platelet packed red blood cells transfusion, corticosteroid therapy and immunoglobulin infusion. No recurrence of hemorrhage and platelets returned to normal. According to the expert, the absence of control visit on the part of the patient meant that she could not be re-informed of the failure of the procedure (one single implant) and the necessity to continue another contraception to avoid the pregnancy. According to the patient, essure was responsible of her current health status. According to the expert, the occurrence of essure-related adenomyosis is highly debatable and considered it unrelated. The relationship between the essure and the general symptoms was probable but the direct and certain relationship had not been established or proven and their occurrence could not therefore be considered as damage or imputed to the bayer. Placement of a single essure on the right because of technical impossibility on the left due to significant uterine retroversion explained the failure of the technique. Essure did not have any immediate consequences, as it was carried out in 2009, and the general symptoms appeared in 2018 (asthenia) or 2020 (adenomyosis), for which it was difficult in both cases to establish a definite direct and exclusive imputability given the delay between the insertion and the occurence of the symptoms,. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. [Pathology test] (date unknown): cervical epidermoid dystrophy, uterine adenomyosis, no malignancy. Samples taken from the tube revealed a resorptive macrophagic granuloma with multinucleated giant cells, also favoring pigmentary debris. Samples taken from the left horn showed no granuloma. [Ultrasound scan] on 30-may-2022: the right shoulder was carried out, which concluded that there was moderate subacromial-deltoid bursopathy associated with incipient tendinopathy of the supraspinatus quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-oct-2023: event medical device removal is replaced with pelvic pain female. New event pregnancy with essure & device ineffective heavy menses, neck pain loss of libido, genital bleeding, ent, dizziness, purpura, muscular pain, headache were added. Medial history, concomitant drugs, lab data & reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4) and (B)(4)) on 24-feb-2023. The most recent information was received on 09-mar-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On 07-sep-2009, the patient had essure inserted. An unknown time later she experienced asthenia ("asthenia"), chest pain ("right basithoracic pain"), dyspnoea ("dyspnea"), palpitations ("palpitations"), tremor ("tremors"), adenomyosis ("uterine adenomyosis"), headache ("headache"), arthralgia ("joint pain"), epistaxis ("nosebleed"), vomiting ("vomiting") and amnesia ("memory loss") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered adenomyosis, amnesia, arthralgia, asthenia, chest pain, dyspnoea, epistaxis, headache, medical device removal, palpitations, tremor and vomiting to be related to essure administration. The reporter commented: discrepancy information lawyer's reported the essure was inserted in (B)(6) 2009 and consumer reported it was inserted in (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-mar-2023: the case (B)(4) ((B)(4) ), legacy device report num (2951250-2021-03590) was indentified as duplicate case and all information was transferred to this remain case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. Product technical complaint investigation result: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced asthenia ("asthenia"), chest pain ("right basithoracic pain"), dyspnoea ("dyspnea"), palpitations ("palpitations"), tremor ("tremors") and adenomyosis ("uterine adenomyosis") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered adenomyosis, asthenia, chest pain, dyspnoea, medical device removal, palpitations and tremor to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. Product technical complaint investigation result: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available.

Manufacturer narrative:
The below report was received by health authority (reference number: b)(4)) on 24-feb-2023. The most recent information was received on 31-jan-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of parity 3. Previously administered products included: mirena and estrogen nos;progesterone. Past adverse reactions to the above products included: device intolarance with mirena and drug intolarance with estrogen nos;progesterone. Concurrent conditions were listed as agitation and retroverted uterus. On (B)(6) 2009, the patient had essure inserted. In 2012 she experienced pregnancy with contraceptive device ("this led to a pregnancy"). Essure was removed on (B)(6) 2021. On unknown date she experienced pelvic pain (seriousness criterion intervention required), asthenia ("asthenia / asthenia soon after the procedure"), chest pain ("right basithoracic pain"), dyspnoea ("dyspnea"), palpitations ("palpitations"), tremor ("tremors"), adenomyosis ("uterine adenomyosis"), a first episode of headache ("headache"), arthralgia ("joint pain / multiple arthralgias (elbows, wrists, knees, ankles, toes, heels, forearm pain/ polyarthralgia"), epistaxis ("nosebleed"), vomiting ("vomiting / daily vomiting"), amnesia ("memory loss / immediate memory problems"), eczema infected ("infected external ear canal eczema"), plicated tongue ("fissured tongue"), gastrooesophageal reflux disease ("gastroesophageal reflux"), vitamin b12 deficiency ("the physician suspected b12 vitamin deficiency"), pain in extremity ("the patient had both hands, wrists and both feet radiography because of pain"), neck pain ("neck pain"), genital haemorrhage ("spontaneous bleedings"), dizziness ("dizziness"), purpura ("diffuse purpura"), ear, nose and throat disorder ("ent problem"), heavy menstrual bleeding ("menorrhagia"), loss of libido ("loss of libido"), myalgia ("muscular pain in the 2 forearms"), a second episode of headache ("headaches"), dysmenorrhoea ("dysmenorrhea") and tinnitus ("tinnitus"). The patient was treated with surgery (total hysterectomy bilateral salpingectomy). At the time of the report, the vomiting and pain in extremity had not resolved. The outcomes for pelvic pain, asthenia, chest pain, dyspnoea, palpitations, tremor, adenomyosis, arthralgia, epistaxis, amnesia, plicated tongue, gastrooesophageal reflux disease, neck pain, genital haemorrhage, dizziness, purpura, ear, nose and throat disorder, heavy menstrual bleeding, loss of libido, myalgia, tinnitus and the last episode of headache were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered adenomyosis, amnesia, arthralgia, asthenia, chest pain, dizziness, dysmenorrhoea, dyspnoea, ear, nose and throat disorder, eczema infected, epistaxis, gastrooesophageal reflux disease, genital haemorrhage, the first episode of headache, the second episode of headache, heavy menstrual bleeding, loss of libido, myalgia, neck pain, pain in extremity, palpitations, pelvic pain, plicated tongue, pregnancy with contraceptive device, purpura, tinnitus, tremor, vitamin b12 deficiency and vomiting to be related to essure administration. The reporter commented: discrepancy information lawyer's reported the essure was inserted in (B)(6) 2009 and consumer reported it was inserted in (B)(6) 2007 autoimmune thrombocytopenic purpura secondary to primary cmv infection, favorable course with 2 platelet packed red blood cells transfusion, corticosteroid therapy and immunoglobulin infusion. No recurrence of hemorrhage and platelets returned to normal. According to the expert, the absence of control visit on the part of the patient meant that she could not be re-informed of the failure of the procedure (one single implant) and the necessity to continue another contraception to avoid the pregnancy. According to the patient, essure was responsible of her current health status. According to the expert, the occurrence of essure-related adenomyosis is highly debatable and considered it unrelated. The relationship between the essure and the general symptoms was probable but the direct and certain relationship had not been established or proven and their occurrence could not therefore be considered as damage or imputed to the bayer. Placement of a single essure on the right because of technical impossibility on the left due to significant uterine retroversion explained the failure of the technique. Essure did not have any immediate consequences, as it was carried out in 2009, and the general symptoms appeared in 2018 (asthenia) or 2020 (adenomyosis), for which it was difficult in both cases to establish a definite direct and exclusive imputability given the delay between the insertion and the occurence of the symptoms, on (B)(6) 2022, iron at 59 for a chronic toxicity threshold of 44, tin at 1.97 for a threshold of 1.40. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. [Magnetic resonance imaging pelvic] on (B)(6) 2020: one device on the right and non on the left. Presence of uterine adenomyosis [pathology test] (dates unknown): cervical epidermoid dystrophy, uterine adenomyosis, no malignancy. Samples taken from the tube revealed a resorptive macrophagic granuloma with multinucleated giant cells, also favoring pigmentary debris. Samples taken from the left horn showed no granuloma. And based on literature, the longer the exposure to tin, the greater the number of symptoms other than gynaecological ones and the more difficult they are to disappear, even after the essures have been removed [ultrasound scan] on (B)(6) 2017: no abnormality revealed that could explain the signs; on (B)(6) 2022: the right shoulder was carried out, which concluded that there was moderate subacromial-deltoid bursopathy associated with incipient tendinopathy of the supraspinatus quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-jan-2024: medical record received. Event tinnitus & dysmenorrhea added. Historical drugs, medical history essure removal date updated. Lab data & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.